Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose ranging from the high 200's and the low 300's with polyuria, polydipsia and a strong fruity breath odor associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the basal settings were cleared out and when to 0. The patient stated that they did not clear them and they have to manually put them in. The reporter also stated that there was a change in stress level. The basal delivery totals in the total daily dose matched the active basal program. The basal history matched the active basal program and all bolus were recorded as programmed. This complaint is being reported because the patient experienced hyperglycemia associated with an basal rate reset.